Manufacturer narrative:
Unknown disposition.

Event description:
A perceval sutureless aortic heart valve pvs21 was implanted on (B)(6) 2020. On (B)(6) 2021, there was a suspicion of halt by the echocardiography. The echo revealed that the valve leaflet opening motion is restricted. No perivalvular/transvalvular leaks were identified. On (B)(6) 2021, the patient diagnosed with halt by CT. The echo performed in (B)(6)2021 showed that compared to the previoys examination (B)(6) 2021, the pressure gradients of the aortic valve was reduced. Anticoagulation therapy was provided post-operatively. No oversizing of the perceval valve was suspected. The patient does not have any coagulation disorders as reported. Administration of warfarin (oral) was continued. Based on the medical judgment received, it is considered that there is a possibility that halt may be more likely to occur due to the anatomy of the aortic root. Although a potential relationship with the device was also identified, this aspect was not further specified.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficits were identified. Based on the medical judgement available, it is more likely that the patient anatomy of the aortic root was contributed to the cause of reported event. As such the cause of this event is more likely related to patient condition. Should further information be received in the future, follow up report will be provided.